Event description:
The customer reported to olympus, the bronchovideoscope displayed no image. The issue was found during preparation for use for a procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned, and customer allegation was confirmed. The device displayed b30 error and no image due to damage of charge coupled device (ccd) unit. There was no data transmission in the device. The insertion tube had multiple dents. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge coupled device unit was damaged by physical stress that was applied to the insertion section during user handling, which caused the suggested event. The event can be prevented by following the instructions for use which state: " inspection of the endoscopic image do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". . Olympus will continue to monitor field performance for this device.